Manufacturer narrative:
Product ID: 3998, lot# va06td6, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va03vn6, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# v754567, implanted: (B)(6) 2014, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) their device was working normally and there were no device issues on (B)(6). The morning of (B)(6), the patient contacted the rep. And reported an informational power on reset (por). It was noted the patient had a CT scan performed on (B)(6). The patient reported the CT scan was so painful that he wouldn't have noticed an issue or change with the stimulator. The steps to clear the por were reviewed which successfully cleared the por, so the rep. Was able to set the clock. The rep. Was going to continue to work with the patient as they were still experiencing general pain. Relevant medical history includes chronic low back pain and spinal pain.